Manufacturer narrative:
(B)(4). Batch # m53v4x. The analysis results showed that one gst60g cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the staff reported that a staple line did not form on patient side. The two other rows formed on patient side. Other rows looked completely formed so surgeon moved on. There were no adverse consequences for the patient.